Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Event description:
The device was explanted when no communication could be established. It was noted that the device was at eri.

Manufacturer narrative:
Analysis of the device found the cause of the communication anomaly was due to a low battery voltage. The battery cell was returned to the vendor for destructive analysis. The vendor reported that the cell had an internal anomaly that caused the rapid battery depletion observed in the field.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.